Manufacturer narrative:
The device was returned to the manufacturer for evaluation. According to the investigation details, the reported complaint was duplicated. It was found that the magnet had detached from the trigger shaft and stuck to the ebox, causing the device to run when the battery was inserted. The trigger shaft assembly was replaced along with other affected components. The device was cleaned, lubed and adjusted and returned to the account.

Event description:
It was reported that the device was running without the trigger being actuated. There was no patient involvement and no allegation of adverse consequences associated with this event.